Manufacturer narrative:
(B)(4). Batch #m91y0l. The device was received the lower jaw detached at the welding points and the upper jaw was detached not returned with the device. Upon visual inspection the electrode, ceramic and the active rod was still present in the device. However, the ceramic was as damaged (cracked). The ceramic was damaged by the separation of the electrode from the lower jaw. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the doctor used the device successfully for about two to three bites of tissue on the ip ligament. The assisting surgeon noticed that the jaws looked bent and out of shape. The operating surgeon opened and coded the device and felt it was working. He took a bite of tissue on the broad ligament and the jaws fell off of the device. They retrieved all pieces easily and moved them from the patient. (The scrub tech threw out the pieces in the sharps container.) Case completed with another device of the same product code. There were no patient consequences reported.